Event description:
Rptr's son has keratconus. He has been getting rose k lenses -contact- for this from a local eye clinic. The problem is that the lenses keep breaking in his eye and this is an untenable situation for him to deal with. These lenses help him very little but it is better than nothing. The scary thing is that he could very well get damaged eyes from this material and rptr fears that he would go blind. When one breaks, the eye center is willing to sell him another, but it takes him a long time to get that kind of money to get another. They have never tried to warranty this and after 6 pairs in one year, rptr feels the material is defective or not up to standards.